Manufacturer narrative:
The reported event of the stylet failure to advance was not confirmed. As received, a complete lead without the stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Perform the stylet insertion with the test stylet. The test stylet was able to be advance through the lead without any restriction.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the right atrial (ra) lead. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.